Manufacturer narrative:
Gtin: unk. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. No root cause could be determined as no sample was returned for review. Review of the history device records was not possible as the lot number was unknown. Device not available.

Event description:
The certas shunt seems to be stuck on setting 5. The clinician is currently taking CT-scan to see if a cause can be found. I've mentioned programming with another tms programmer, maybe that would work. If it comes to revision surgery, I'll try to obtain the shunt to send it in. On 3/2/2015 additional information from the affiliate explained that the clinician will not act at the moment and will monitor the patient. If patient deteriorates, then he will probably explant the shunt right away (without trying to reprogram). I¿ve pointed out that it is important to us to receive the shunt after explantation for analysis. I¿ll keep you posted.